Event description:
I have an implant natrelle allergen silicon style 20 that was placed on (B)(6) 2014. Over the last several years I have had multiple health concerns. I have been seen by a neurologist to rule out the possibility of ms three times with the most recent being (B)(6) 2021. In the process of this, I was screened for several other autoimmune issues and no lab values have been abnormal. At the beginning of this year, I have had worsening symptoms and have felt totally miserable. Since (B)(6) I have not been able to work out due to terrible joint pain. When I exercise it feels like it inflames the issues more. In (B)(6) I had such a bad inflammatory response I reached out to my gp to ask for labs to be drawn. I woke up and could hardly get out of bed. You could see muscle spasms running down my legs and arms. My joints felt so terrible I could hardly move. I had a week off for vacation so I felt like maybe the s/s would calm down some. At this time I also started experiencing double vision and just weird blurry vision. I felt like I had bands around my legs, arms, and mid-abdomen. I reached out to a neurologist due to all these acute symptoms that came about. I was worried that I had ms due to all the s/s that have become worse with very little relief. He assured me that I did not have ms and felt I did not have any other autoimmune issue. He said he did not see any issue with my optic nerve. I had an extensive eye exam in (B)(6) for lasik because my vision has become so bad. My MRI was normal. He suggested that it could be my breast implants that were making me ill. It has been years since I have felt good. I have had multiple tests us, lab work, MRI, and even CT. I feel like there is nothing else except my implants that are making me feel this sick. I know it is not a medically accepted diagnosis at this time. I have over tons of symptoms: fatigue, brain fog, muscle pain, and weakness, joint pain, hair loss, dry skin, weight problems, dry eyes, decline in vision, thyroid issue, hormone issues, slow healing, sore throat, vertigo gi issue, ringing in ears, uti's, skin rashes, headache, slow muscle recovery, muscle spasm, heart palpations and increase hr, shoulder, hip, back pain, swollen lymph nodes in axilla and neck, numbness and tingling to face head, arms, back and many more symptoms. FDA safety report ID # (B)(4).